Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction initial reporter full name: (B)(6).

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) touch screen not responding. Fault code 63 verified in fault logs. Both hinges on monitor were bent due to customer abuse. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1 (event site telephone, event site email), (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found touch screen not responding and fault code 63 verified in fault logs. Both hinges on the monitor were bent due to customer abuse. The fse replaced the touch screen (0160-00-0123) and both hinges. Unit pass all functionality and safety tests per factory specifications.